Event description:
The pt's first tube was replaced because of a cuff leak. After the insertion of the second tube, the anesthesiologist found that he was not able to ventilate the pt. He tried to pass a suction catheter but was not successful. He made an observation that there was a kink in the tube. He tried to insert a stylette and manipulate the pt's neck in an attempt to straighten the tube, but was not successful in the attempt. All attempts to ventilate the pt failed. The pt went into a cardiac arrest due to hypoxia and the tube was removed. The pt was ventilated using a bag and mask while CPR was performed. An emergency tracheostomy was performed. The pt did not recover and was pronounced dead. The date and time of death is unk. The removed taperguard tube was examined and they were not able to find any indication of a kink. The size of the tube is unk and it was thrown away. No lot number was available.

Manufacturer narrative:
The lot number is unk therefore, the date of MFR cannot be determined. At this time, there is no allegation the pt's death was a result of the device malfunction. Efforts are being made to obtain further info. If new or significant info becomes available, a follow up report will be submitted.